Manufacturer narrative:
Visual inspection of the device revealed corrosion in the upper housing, and further inspection showed corroded bearings. These components were replaced, and add'l preventative maintenance was also performed.

Event description:
It was reported that the product leaked an oil-like substance during a procedure. There were no pt or user injuries, and no adverse consequences.